Event description:
In (B)(6) 2018 I began to experience health issues I never experienced before: breast discomfort, fatigue, dry mouth, brain fog, memory loss, hair loss, dry hair, back / neck pain, inflammation, weight problems, throat clearing, gastrointestinal issues, intolerant to heat, persistent yeast infections, and sinus infections, sudden food intolerance, headaches, frequent urination, shortness of breath, pain around implant, anxiety. FDA safety report ID# (B)(4).